Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) the pressure signal via optical fiber was not working but when this same balloon was plugged into another machine, the signal was working. It is unknown if there was any patient involvement.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when installing an intra-aortic balloon, the pressure signal via optical fiber was not working but when this same balloon was plugged into another machine, the signal was working. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.